Manufacturer narrative:
The complaint kit, smartcard and photographs were returned for investigation. A review of the data recorded on the returned smartcard found an alarm #7: blood leak (centrifuge chamber) alarm was received after 152 ml of whole blood had been processed. Examination of the returned kit found a deformation on the centrifuge bowl base, and damage to the centrifuge bowl tabs indicating the bowl had dislodged from the bowl holder. The photographs provided confirm the centrifuge bowl break occurred during treatment as it is seen in pieces at the bottom of the centrifuge chamber. The investigation determined the centrifuge bowl fully dislodged from the bowl holder and broke upon impacting the centrifuge chamber. A material trace of the bowl assembly and its components used to build lot g314 found no related nonconformances. A retain for kit lot g314 was inspected, and the weld engagement of the centrifuge bowl was determined to be within specification. The investigation determined the cause of the centrifuge bowl leak/break was the centrifuge bowl becoming dislodged from the bowl holder. The cause of the bowl dislodgement could not be determined based on the available information. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. Correction: a review of the device history record for kit lot g314 was performed, and one related non-conformance was identified. The root cause of the non-conformance was determined to be improper installation of the centrifuge bowl into the instrument by the manufacturing test operator. Mc: (B)(4), p.t. (B)(6) 2018.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g314 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g314 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 119 ml of whole blood was processed when the centrifuge bowl broke. The customer stated they disconnected the patient and started a new procedure on a different instrument. The customer stated the patient was stable. The customer has returned the kit and photographs for investigation.